Event description:
It was reported that a patient who underwent a spaceoar placement procedure presented with grade 3 infiltration at the apex. The physician decided to wait eight weeks and performed a follow-up scope. The patient is currently doing well and subsequently proceeded with treatment.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.block b3:the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/18/2025.blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown.block h6:imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
The device was not returned for analysis; therefore, the complaint event could not be confirmed since it did not include a returned device or media review to identify any issue that could confirm the reported allegation. A labeling review was performed the instruction for use (IFU) listed the steps of use of the device, it mentions "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar hydrogel into the space between the prostate and rectal wall". A risk review was completed and confirmed that the event of "gel misplaced - non-vascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Additional details block b5 has been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/18/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure presented with grade 3 infiltration at the apex. The physician decided to wait eight weeks and performed a follow-up scope. The patient is currently doing well and subsequently proceeded with treatment. Additional information received on 16dec2025. It was further reported that the patient was treated with stereotactic body radiation treatment (sbrt).

Event description:
It was reported that a patient who underwent a spaceoar placement procedure presented with grade 3 infiltration at the apex. The physician decided to wait eight weeks and performed a follow-up scope. The patient is currently doing well and subsequently proceeded with treatment. ***additional information received on 16dec2025*** it was further reported that the patient was treated with stereotactic body radiation treatment (sbrt).

Manufacturer narrative:
Additional details block b5 has been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/18/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.